Event description:
It was reported that a pump experienced "door open alarm". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was completed. The device was received inoperable due to constant "door not fully latched" alarms caused by a failed upper auxiliary assembly which is consistent with reported symptom of "door open alarm." The upper auxiliary assembly will be replaced.